Event description:
Incident as reported: laparoscopic appendectomy - "laparoscopic trocar placed appropriately into the abdomen. When surgeon placed instrument through, a popping noise was noted and a small black object was found in the abdomen and removed. At the end of the case the trocars were examined closely and a small piece of black plastic was torn from the inside of the trocar." (B)(4).

Manufacturer narrative:
No product is being returned for eval but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent within 30 days once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain add'l info, which is not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.